Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation with a patient control module (pcm). The catheter was not returned, however, a needle was attached to the infusor¿s luer. Visual inspection showed no signs of physical abnormality related to the reported condition. A functional leak test was performed and no evidence of leak was observed. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked. It was also reported that the infusor was not properly connected to an epidural catheter. The exact location of the leak is unknown, however the customer suspected it could have been from the joint between the infusor luer and an epidural catheter. There was no patient injury or adverse reaction associated with the reported condition. Additional information is not available.

Manufacturer narrative:
(B)(4). The lot 13f041 was manufactured june 12, 2013 - june 13, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.